Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation shows the device was not received in any original packaging. The suture capture was returned detached from the upper jaw. It is not fractured other than the detachment from the jaw. There is no other visible discrepancy. A functional evaluation showed that pulling the lever closed the jaw and deployed the suture passer. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the firstpass mini jaws detached outside the patient and likely when the surgeon was removing the captured suture by tugging the suture towards the handle. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).